Event description:
It was reported that device got stuck. A procedure was being performed with a sentinel cerebral protection system (cps). When the device entered the patient's body, and opened the distal filter, it got stuck. It was also noted that the device was used past expiration date.